Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got into the shower and when she was putting the pump back on, she received a motor error alarm. Customer also got a motion sensor test failure alarm. Customer stated that her screen has been getting foggy over time. Customer stated that it has been a month since the issue started. Customer's blood glucose was 176 mg/dl at the time of the incident. Customer was not able to get pass the rewind process. Customer stated that there is a small scratch on the lcd screen and a hairline crack on the reservoir compartment. Customer reported that there is fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronics assembly also, moisture damage was found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no deliver test or verify motor error alarm and a35 alarm due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.